Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a polypectomy procedure. According to the complainant, during the procedure, the device failed to deliver energy while attempting to remove a 5mm polyp from between transverse colon and descending colon. The physician completed the procedure using normal biopsy without any problem. Minor bleeding occurred but was reported that it stopped on its own. No device damage was noted and no error was found on the ground pad or generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.